Event description:
It was reported that during a stenting treatment procedure, a premature stent deployment occurred. The lesion selected for treatment was located in the iliac artery. This 8x47x135 wallstent was selected for use, however, the stent prematurely deployed outside the patient. The procedure was completed with another wallstent. There were no reported patient complications. The patient status is listed as ok. Additional information has been requested and is not available.

Event description:
It was reported that during a stenting treatment procedure, a premature stent deployment occurred. The lesion selected for treatment was located in the iliac artery. This 8x47x135 wallstent was selected for use, however, the stent prematurely deployed outside the patient. The procedure was completed with another wallstent. There were no reported patient complications. The patient status is listed as ok. Additional information has been requested and is not available

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis in a fully deployed condition without the stent component. No issues were noted with the inner lumen of the delivery system. A kink was present in the blue outer sheath approximately 234mm distal to the distal end of the t-bar connector. There was no issue in the movement of the outer sheath proximally or distally. There were no other issues noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).